Manufacturer narrative:
The event date is an estimated date. (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) has gone off 4 times in the last 2 weeks. The circumstances that led to the reported issue were asked but unknown. The patient recharged the ins on saturday to 100% and the ins was on. Then yesterday (sunday), the ins was off. During the call, the patient programmer (pp) is still showing the ins is on today. The patient states that she keeps the ins charged up and only uses the programmer ins off/on button if she needs to turn the ins on. The patient seemed to direct the issue to the recharger, even though they are able to charge to 100%. A manufacturer representative (rep) is bring her a new wireless recharger on (B)(6) and the patient just wanted to let us know that her therapy keeps shutting off. Patient states having dbs for epilepsy. The issue was not resolved. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additionalinformation received from the consumer reported their system was working with the replacement. In addition, the consumer hadn¿t had a grand mal seizure in 18 months.